Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported that the customer was hospitalized for low blood glucose. He stated that the readings were off by up to 60 points. The blood glucose reading was 39 mg/dl at the time of admission. Customer was treated with an IV by the paramedics. He did not know the cause of the low blood glucose event but that it occurred when she was shopping after a dental appointment. Nothing further was reported.